Event description:
Since implantation (B)(6) 2013 left breast had burning and swelling for almost a year until I had a second surgery (exploration of scar for neuroma). Symptoms would continue for 6 years. Also had been hospitalized several times for excessive stomach problems (no diagnosis) and chest pains (no diagnosis). Over past 6 years I have had experienced the following symptoms (mostly in the last 2 years): fatigue, heart palpitation, red blotchy skin (face / chest), constipation / bloating, anxiety, depression, mood changes, poor sleep, night sweats, restless legs, high thyroid antibodies (in the last year), body aches (legs), cold feet and hands, slow at healing, swelling in hands and feet, dry skin / hair, hair loss, hand rashes (fingers), weight problems (struggling to lose weight, ear ringing/popping, vertigo, neck pain, shoulder pain, random swelling tenderness in breasts, pain and burning around breast, low libido, cold sore outbreaks (5 in the last two years). FDA safety report ID# (B)(4).